Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an alert for low pacing impedance on the right ventricle (rv) lead. No changes or interventions were reported. The patient condition was not known.